Event description:
A nurse from china called to report that they performed blood glucose testing for their patient on the contour plus meter and obtained readings of lo (indicative of reading below 0.6 mmol/l) and 1.2 mmol/l. The nurse used another contour plus meter and still obtained a lo reading. Later, another vial of contour plus test strips from same lot # was used and the reading of 10.8 mmol/l was obtained. All results were obtained within 10 minutes. There was no allegation of an adverse event. The nurse was advised to return the device for evaluation. A replacement meter kit was sent to the nurse.

Manufacturer narrative:
The customer returned the suspected contour plus meter and contour plus test strips from lot # 1lqhc32a for evaluation. An in-house testing was performed using the blood sample with the returned meter and returned test strips, which gave a satisfactory performance.